Event description:
Ous MDR - about 70 months after the implantation, it was reported that an eri message was received via home monitoring. The patient was asked to come for an appointment. At the time of the follow-up, the device no longer show eri. The event date was not provided. No deterioration of the patient's state of health was reported.

Manufacturer narrative:
The ICD was not returned for analysis, and therefore the analysis is based on the production documents and the available device data. The manufacturing process of this ICD was reviewed. The production documents did not show any anomalies that could be related to the complaint. All manufacturing steps had been carried out correctly. The returned device data were analyzed. The analysis found an inconsistency between battery voltage and drawn charge amount. Due to this deviation, the ICD automatically activated the device state eri.

Manufacturer narrative:
The ICD first underwent a status interrogation with a clinical programmer, and the device memory was analyzed. The device status was eri, 28 charge processes had been documented. The charge drawn from the battery was checked. An inconsistency between drawn charge and measured battery voltage was discovered. The current uptake of the device was then tested, which proved to be normal. An additionally performed long-term study of the current uptake also did not show any anomalies. The ICD's capability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was supplied, and the device reacted according to specification with a defibrillation shock. The specified energy level was reached. The ICD was then opened. The visual inspection of the internal structure did not show any irregularities. The battery voltage was measured directly and showed an unexpected battery discharge. The battery was returned to the manufacturer for a destructive analysis. The battery was opened and examined visually. During the visual inspection, a damaged insulator between a neighboring electrode pair was detected. This damage enabled an increased battery-internal self-discharge, which has contributed to a premature battery depletion. In summary, the analysis detected a slightly increased battery-internal self-discharge. This led to an inconsistency between the battery voltage and the drawn charge quantity, which was automatically detected by the device and led to activation of the device status eri after an implantation time of 75 months. Based on the analysis, therapy functions that are critical to patient safety were available without restrictions during the implantation time.